Event description:
Patient with acute appendicitis was taken to surgery for laparoscopic appendectomy. While isolating the appendix, the surgeon noticed a small piece of bowel tissue attached to the grasper being used. The bowel tissue was attached at the location where the tip of the grasper connects with the shaft of the grasper. The surgeon was able to remove the tissue from the grasper without injury to the pt. Surgeon removed the grasper from the field and requested a report be made on the instrument and to have it analyzed for a possible defect. Surgeon continued with the procedure and successfully removed the pt's appendix. No further issues with the case. Pt sent to pacu for recovery and then to surgical floor for further recovery.